Event description:
Per the audiologist, the patient had a decrease in performance. The results of an integrity test indicate multiple electrode anomalies. Programming around the faulty electrodes did not increase performance. Explant and reimplantation is planned, but had not taken place at the time of this report.